Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose and did not have anymore supplies. It was reported that there was one reservoir with insulin but there was an air bubble and no plunger. Customer would be taken to the emergency room.